Manufacturer narrative:
Driveline cable with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the serial number of the driveline cable is unknown. Review of log files could not be performed since log files were not provided for analysis. The reported event could not be confirmed due to insufficient information provided by the site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, driveline fractures may be attributed to multiple factors including but not limited to excessive exposure to uv light, improper handling, wear over time. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Expert review of medical devices http://dx.doi.org/10.1080/17434440.2017.1325318. Heartware-hvad for end-stage heart failure: a review of clinical experiences with greater than or equal to 50 patients (B)(6). So this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three (3) reports ((B)(4)/MFR. 3007042319-2017-03076, (B)(4)/MFR. 3007042319-2017-03077 and (B)(4)/MFR. 3007042319-2017-03283) submitted for the same article.

Event description:
A journal article was received that included a report of one patient who experienced a fracture of the vad driveline (dl) cable. This article reviewed the experience of one institution with a vad device. These patients included 50 patients implanted with a vad between jul-2009 and nov-2011. These patients are reported to have past medical histories that included twelve patients with end-stage ischemic heart disease, nine patients with acute myocardial infarction, 27 patients with dilated cardiomyopathy and two patients with acute myocarditis. Two of the patients included in this cohort are reported to have undergone biventricular vad implantations. The patients included in this study were also reported to have a mean age of 50.6 years and 39 of them were reported to have been male. In one of the 50 patients included in the cohort, the patient experienced a fracture of his/her dl cable. This is reported to have resulted in a device malfunction. The patient underwent a pump exchange, thereby preventing his/her death. The authors concluded that their experience with the device showed satisfying results with an excellent post-transplantation survival. Moreover, the stratified survival based on the level of preoperative stability showed better outcomes in patients undergoing elective vad implantation. Further follow up did not yet yield any additional relevant information regarding these events.